Manufacturer narrative:
Article citation: shimura, t., yamamoto, m., ishihara, k., okubo, y., higami, h., & matsuo, h. (2025). Large stent frame deformation in a self-expandable transcatheter heart valve after valve-in-valve implantation for failed surgical valve. Cardiovascular intervention and therapeutics. Published online on 14 october 2025. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Through the review of the article 'large stent frame deformation in a self-expandable transcatheter heart valve after valve-in-valve procedure implantation for failed surgical valve cardiovascular intervention and therapeutics, october 2025, the following event was identified. A patient with a 23mm 3300tfx carpentier-edwards magna ease bioprosthetic valve underwent valve-in-valve procedure after an implant duration of nine (9) years due to degeneration, severe aortic stenosis (as) and aortic regurgitation (ar). The patient presented with heart failure and hospitalized. The patient experienced cardiopulmonary arrest on hospital day 3. Emergent extracorporeal membrane oxygenation (ECMO) was initiated, followed by transfemoral valve-in-valve tavi using a 26-mm evolut fx. The procedure was completed successfully with improvement in as/ar, resulting in hemodynamic stabilization. ECMO was successfully weaned, and she returned to the intensive care unit. The patient outcome was reported as recovering.

Manufacturer narrative:
Added information to h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.